Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received, or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that a pt was burned during a cardiac electrophysiology (ep) ablation procedure. Post surgery, the pt complained of pain in the back. An examination found a 3rd degree burn on the pt's lower back in the area immediately adjacent to pad site. Pt is doing ok and healing fine. The pt is being followed by a dermatologist.